Event description:
This pt underwent assisted coil embolization with an enterprise stent, and four months f/u mra, showed that there is a large coiled acom artery aneurysm, which demonstrates flow within the interstices of the coil ball. There is a moderate sized residual neck also demonstrated. The neck of the aneurysm measures approximately 8m in diameter x 6mm. A stent is also demonstrated within the left anterior cerebral artery extending from the a1 segment through to the a2 segment. As in previous imaging both anterior cerebral arteries are supplied by the left anterior cerebral artery a1 segment with a tiny hypoplastic a1 segment arising from the right internal carotid artery. No other vascular abnormalities are demonstrated. There is a focus of t2 hyperintensity within the left frontal lobe adjacent to the left lateral ventricle, with no associated restricted diffusion present - suggestive of an old infarct. At least one tiny focal area of restricted diffusion is seen within the right cerebral hemisphere (parietal lobe medially), but possibly 2 other foci are seen (not entirely convincing). The possibility of emboli from either the stent or aneurysm should be considered.

Manufacturer narrative:
Index procedure info indicated that the appearances of the aneurysm in the left anterior communicating artery were unchanged from previous studies. Several small daughter sacs were present with significant incorporation of the left a2 into the aneurysm neck. Further 3d angiograms were performed with careful evaluation of the anatomy. Based on this decision to stent from the left a1 - a2 segment with an enterprise stent was made followed by coiling. It was felt that this would also protect the right a2. With some difficulty, a stent was placed due to the sharp angle of take-off of the left a2 from the wall of the aneurysm. Good stent placement was obtained and then a coiling was performed. This was performed under heparinization. The aneurysm has been largely excluded. Coiling was then terminated again, when a small amount of thrombus was identified in the right a2 origin. The aneurysm appeared well secured and catheter was withdrawn. Pt's groin was sealed with a starclose and the pt was to remain on heparin for 24 hrs and have a f/u mra in 3 months time. No obvious complications could be identified on the final angiographic images. Medication given the day prior to procedure - aspirin 100mg and clopidogrel 300mg, and the day of the procedure - aspirin 150mg and clopidogrel 300mg. Additional info will be submitted within 30 days of receipt.